Event description:
The account had a fiber break in a pt's leg. They requested a test fiber to be sure the laser was working appropriately. There was no report of pt harm.

Manufacturer narrative:
Despite numerous requests, no component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. The complaint could not be confirmed nor a cause identified. The directions for use a supplied with this device states the following: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).